Event description:
It was reported that the customer was having difficulty in retrieving tissue samples due to possible vacuum pressure. Using the universal targeting method. The customer was able to remove the device and complete the procedure using another device. The device was disposed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.